Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a cartridge alarm 29 occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.